Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic. The device misdiagnosed svt for vt and inappropriate therapy was delivered. Programming changes were made. The patient will continue to be monitored.